Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the cup having migrated through the acetabulum; the surgeon used another company for a tripolar cup with a djo 22 mm head.